Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. The customer¿s blood glucose level was 45 mg/dl, she ate cake and again it went down to 25 mg/dl. Then she ate candy bar, when she woke up it was 500 mg/dl and then she took manual injections. Customer's other blood glucose value was 344 mg/dl. She turned off the insulin pump and it was 300 mg/dl. The device will not be returned for analysis.